Event description:
Additional information was received that the valve was recaptured the first time due to the implant depth being too deep. Per the physician, the cause of death was perfuse bleeding in both lungs. Additionally, the valve and delivery catheter system (dcs) could be excluded as contributing factors to the death.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was recaptured the second time due to the valve being implanted too deep on the left coronary cusp (lcc). Per the physician, the cause of the perfuse bleeding in the lungs was due to disseminated intravascular coagulation (dic).

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with tortuous anatomy, a pre-implant balloon aortic valvuloplasty was performed due to calcification. Subsequently, the valve was inserted into the patient and deployed. The valve was recaptured at 80% deployment. A second attempt at deployment was made, which also resulted in recapture at 80%. Upon a third deployment attempt to 80%, the patient became hypotensive. The valve was released and asystole was noted. Cardiopulmonary resuscitation was initiated, after which the rhythm changed to ventricular fibrillation. The patient was shocked using a defibrillator multiple times before return of spontaneous circulation was achieved. It was noted that the left main artery was occluded. The patient was intubated, three coronary stents were placed, and extracorporeal membrane oxygenation was initiated. Later that same day, the patient passed away.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evolutfx-34, serial/lot #: (B)(6), ubd: 21-aug-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.